Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was supposed to follow up at the physician¿s office to assess what was causing the recharging issue but missed her appointment. The patient was scheduled for (B)(6) 2020. The rep reported that the physician said that he would get an x-ray and for the rep to check impedances and programs to ensure that nothing was causing her to deplete her ins fast. No further complications were reported.

Event description:
Additional information was received. It was reported due to covid-19 the patient was uncomfortable leaving their house and had not been seen in the office yet. No further complications were reported or anticipated. Additional information was received from the rep on july 2, 2020. It was reported that since (B)(6) 2020, the patient noticed the recharger wasn't finding the ins when they would try to start a recharge session. The controller would hear a clicking noise from the recharger and then the controller would display the no device found message. The rep met with the patient on (B)(6)2020 and they contacted technical services for assistance. Passive mode recharge (pmr) was reviewed with the rep. The rep would continue charging the ins with the patient. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that the rep was able to complete the pmr and charge the ins to full. The issue was resolved. Rep provided the time to charge the device as approximately 1.25 hours. The device has worked perfectly since patient recharged it.

Manufacturer narrative:
Continuation of d11: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient charged for hours and was not getting a full charge. X-rays were taken to check the ipg placement and it was where it was originally implanted. Patient will be seen on (B)(6) 2020 in hcp office to check impedances and charging intervals to see if there are any discrepancies. Issue not resolved at this time. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that no interventions were taken as of yet. Patient will be seen on (B)(6) 2020 with the rep to check impedances to ensure that the electrode configuration used is correct and nothing with high impedances. Rep will try condensing parameters on programs to see if this helps with recharging burden. Issue not yet resolved.